Event description:
As reported by the (B)(4) study the patient experienced a peri procedural myocardial infarction (mi). The patient is a (B)(6) man with a history of dyslipidemia, hypertension, and diabetes who presented with a positive functional ischemia study, no angina and a 90% stenosis in the 1st diagonal and a 95% stenosis in the distal cx. On (B)(6) 2010 at 09:34, the patient underwent the index procedure with treatment of two target lesions. The first target lesion in the 1st diagonal was treated with placement of one study stent and poststent balloon angioplasty. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the distal cx was treated with pre-stent balloon angioplasty and placement of one study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The site reported no post-procedure complications. The patient was discharged the next day. The cec adjudication committee reviewed the information and agreed that the patient suffered a peri-procedure myocardial infarction related to the index procedure and related to the cordis product.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00362 and 3003742446-2012-00363.

Manufacturer narrative:
As reported by the (B)(4) study the patient experienced a peri procedural myocardial infarction (mi). The patient is a (B)(6) man with a history of dyslipidemia, hypertension, and diabetes who presented with a positive functional ischemia study, no angina and a 90% stenosis in the 1st diagonal and a 95% stenosis in the distal cx. On (B)(6) 2010 at 09:34, the patient underwent the index procedure with treatment of two target lesions. The first target lesion in the 1st diagonal was treated with placement of one study stent and post stent balloon angioplasty. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The second target lesion in the distal cx was treated with pre-stent balloon angioplasty and placement of one study stent. The site reported a 0% final residual in-lesion stenosis with no dissection and timi 3 flow. The procedure was uncomplicated. The site reported no post-procedure complications. Pre-procedure on (B)(6) 2010 at 09:00, the ck was 216 (nl 170, ratio 1.27), the ckmb was 1.9 (nl 6.3, ratio <1) and the troponin was 0.01 (nl 0.04, ratio <1). Post-procedure on (B)(6) 2010 at 22:55, the ck was 165 (ratio <1), the ckmb was 2.7 (ratio <1) and the troponin was 0.16 (ratio 4). On (B)(6) 2010 at 10:40, the ck was 137 (ratio <1), the ckmb was 3.9 (ratio <1) and the troponin was 0.44 (ratio 11). The ECG core lab reported no new st-t wave abnormalities, no new q waves and an inadequate tracing quality due to severe artifact. The patient was discharged the next day on dual anti-platelet therapy. The cec adjudication committee reviewed the information and agreed that the patient suffered a peri-procedure myocardial infarction related to the index procedure and related to the cordis product. The cypher stents remain implanted thus unavailable for analysis. The products remain implanted in the patient and are thus not available for evaluation. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the event. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report #3003742446-2012-00362 and 3003742446-2012-00363.